Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and could not reproduce the reported failure. In addition, preventive maintenance was performed during the visit. No further issues have been reported after the event. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).